Event description:
It was reported patient presented in clinic for follow up. Upon interrogation, it was found that the right ventricular (rv) lead exhibited oversensing due to noise and higher capture thresholds. The rv lead was capped and replaced successfully on (B)(6) 2024. Patient was stable.